Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the insulin pump has a crack down the side of her battery cap and is unable to tighten the cap and the battery keeps falling out. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.